Manufacturer narrative:
An investigation was not possible due to missing information (patient data, serial number, device itself). Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to the malfunction is only possible by an examination. A final clarification of the cause what has led to adjustment difficulties is only possible by an examination. Finally, we can certify that miethke valves are compatible with MRI devices up to 3 tesla. This means that our valves will not move unintentionally during an MRI examination.

Event description:
No sample / product data available for examination.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure. According to the complainant, the setting of the valves changed after hri scan. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.